Event description:
This ra lead was implanted on (B)(6) 2004, and remains implanted at the time. A call was placed to technical services on (B)(6) 2017, stating that atrial lead in rv port and ventricular lead in ra port. The physician was dr. (B)(6), at (B)(6) medical. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).